Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The pusher has been returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: stent assisted coil embolization. The embolization catheter and stent catheter were in place, and the first coil cosmos10, 3 * 6 was selected. After the coil completely entered the tumor, the coil was ready to be detached, and the pusher was ready to be removed. However, abnormal detach was found. The detachment did not occur inside the patient. When slowly withdrawing the coil, the coil was found to be broken and clearly stretched after coming out. The coil broke in two parts. Part of the coil was kept in the tumor confirmed by radiography, the other broken part of coil was removed with pusher. The remaining procedure was successfully completed with another coil. Patient status is fine.

Manufacturer narrative:
Correction: corrected UDI in section d. Items returned for evaluation: pusher; dispenser hoop. Items not returned for evaluation: introducer; shrink lock; microcatheter; v-grip. Implant. The visual analysis of the returned device found that the pusher bodycoil was stretched with the monofilament and the lead wires exposed at the distal section. The heater coil was also found to be stretched. The implant was not returned for evaluation. The exposed monofilament appeared to have a mushroom profile, which indicates that the implant successfully detached from thermal activation using a detachment controller. The investigation of the returned coil system found the pusher bodycoil stretched with the monofilament and lead wires exposed at the distal section, and the heater coil stretched. The implant was not returned for evaluation. As the implant was not returned for evaluation and no procedure images were provided for review, this investigation could not assess the alleged implant coil breaking issue. However, the investigation found the pusher¿s monofilament profiled a mushroom shape, which indicates the implant successfully experienced thermal detachment using a detachment controller. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces exceeding the pusher's yield strength.

Event description:
As reported: stent assisted coil embolization. The embolization catheter and stent catheter were in place, and the first coil cosmos10, 36 was selected. After the coil completely entered the tumor, the coil was ready to be detached, and the pusher was ready to be removed. However, abnormal detach was found. The detachment did not occur inside the patient. When slowly withdrawing the coil, the coil was found to be broken and clearly stretched after coming out. The coil broke in two parts. Part of the coil was kept in the tumor confirmed by radiography, the other broken part of coil was removed with pusher. The remaining procedure was successfully completed with another coil. Patient status is fine.